Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. The customer treated with juice and cracker to address bg level. The customer reported that cause of the low bg was believed to be an incorrect settings of the correction factor. The customer adjusted this settings on the recommendation of their healthcare provider. Additionally, the customer reported experienced difficulty loading a cartridge onto the pump. The customer reported would use the pump and alternate insulin for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the customer complaint was verified (housing damage). Cartridge was loaded successfully. Functional testing was performed and no failure was identified related to the alleged low blood glucose.